Event description:
It was reported to philips that system reboots frequently after power on.the device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system reboots frequently after powering on. Review of the log file showed that the machine failed to move, reboots automatically and also found that the adc conversion error. The power supply of the spc is good, but the spc3 & 4 bist is failed. Fse replaced the spc4-clea extension board. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.